Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the radical resection of esophageal carcinoma surgery, after fired, noted two staples malformed with straight leg. Used suture to over-sew. There was no patient consequence reported. No additional information could be provided.